Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals during an ablation procedure. It was noted after the procedure the device was functioning as programmed. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.